Manufacturer narrative:
Follow-up #1: date of submission 22-mar-2019. Device evaluation: the pump has been returned and evaluated by product analysis on 20-mar-2019 with the following findings: a review of the pump¿s black box contained dates from 04-dec-2018 to 12-dec-2018. The black box and histories for the event reported on (B)(6) 2017 have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected programmed basal rates. During investigation, the pump was exercised for 24 hours with no errors or warnings occurring. The total daily doses (tdd) calculated correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient was hospitalized on (B)(6) 2017 with ketoacidosis due to an alleged inaccurate delivery issue. No additional information was provided and troubleshooting could not be competed. Several unsuccessful attempts were made to contact the patient. This complaint is being reported because the pump could not be rule-out as a cause or contributing factor to the reported health event.